Event description:
The customer stated that he tested his blood glucose and rec'd a reading of 98 mg/dl. He had taken his insulin just prior to testing his glucose. Paramedics were called at some point, and they tested the customer's blood glucose at 19 mg/dl using their meter. The customer did not provide any info about why paramedics were called or treatment rec'd once paramedics arrived. The test strips are to be returned for eval, and replacement test strips will be sent.